Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. It was reported that the devices were lost. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. An engineering x-ray and operative notes review was performed. Explants were not available for examination. Sixteen x-ray images were provided; however, they were very small thumbnail images of 160x160 resolution, so it was impossible to review the images properly and make any conclusions. Images of larger resolution are needed to perform a proper x-ray review. The images did not show dates of x-ray procedures, so it would be difficult to confirm reported complaint of tibial loosening, even if the images were large enough to review properly. Patient bmi was not provided. The operative notes indicate, ¿first knee right (implemented in 2009) removed due to loosening of the tibial plateau. Second knee right (implemented (B)(6) 2012) will be removed on (B)(6) 2013 due to loosening of the tibial component.¿ however, the reported complaint of tibial loosening is impossible to confirm with the images provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Right knee revision due to relaxation of tibia component.